Manufacturer narrative:
Not found in spine database. 510k: this report is for an unknown mod x25 di tightener/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the hospital called to report that during spine procedure, a number of instruments on a consignment kit, broke and the hospital discarded items, will be unable to be returned. There was a surgical delay of ten (10) minutes. This complaint involves five (5) devices. This report is for one (1) mod x25 di tightener. This report is 4 of 5 for (B)(4).